Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that the pt's charger/modem would not power on. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As rec'd, the charger would not power on. The cause of the inability to power on is a defective power supply unit. The root cause of the defective power supply unit was not positively identified. No adverse event resulted from the defective power supply unit. The pt rec'd a replacement battery charger/modem.